Event description:
It was reported that the insulin pump alarmed motor error during priming process. The customer's blood glucose was 234 mg/dl. The customer went to refill the insulin pump, they pressed a button, it went to number 18, they pressed the up button and a message appeared on the display asking if the priming was complete. When the customer pressed the down button a message displayed to disconnect from the body and see user guide. The customer stated that they had an x-ray last month. The customer does not use the sensor feature. They were unable to rewind the device. During the phone call the insulin pump alarmed button error. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm, displacement test and motor test. No motor error alarms or displacement anomalies were noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked battery tube threads and minor scratches on the display window.